Event description:
It was reported that the nurse reported that they had noticed a change with the cement. It hardened faster than usual. The nurse further reports that they tried with another lot number. That package of cement hardened as usual.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.